Manufacturer narrative:
G3, h2, h3, and h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device does not confirm the stated failure mode. The device has minor damage more than likely from attempted insertion. A dimensional inspection was attempted, but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed. H6: code update.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a revision surgery of legion primary cr prosthesis, when trying to exchange inlay, a genesis ii ps insert sz 3-4 11mm was used, but it could not be fixed on the tibial base. Then, it was attempted to anchor a legion con articular insert 9mm sz 3-4 and it also failed. The inlay could not be fixed and the procedure was finished using the same inlay in the patient. This issue caused a delay greater than 30 minutes.